Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid, bupivacaine, clonidine, and compounded baclofen at 3.0 mg/ml, 30.0 mg/ml, 150.0 mcg/ml, 150.0 mcg/ml concentrations and doses of 2.6823 mg/day, 26.823 mg/day, 134.12 mcg/day, 134.12 mcg/day respectively via an implantable pump. The indication for use was malignant pain. It was reported the patient's pump had migrated from its original position on (B)(6) 2015. It was indicated the event was related to the device or therapy. The patient was advised to wear an abdominal binder to prevent further migration on (B)(6) 2015 . The patient's baseline weight was (B)(6) lbs. The cause of the pump migration was no known. No further actions were taken and the issue was unresolved with no further actions planned.